Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked during a procedure. Please note that the procedure was completed successully.

Event description:
It was reported that the device sparked during a procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the device was not performing in the joint so the surgeon pulled it out and attempted to fire it using ablation in a cup of saline. The tip of the device started sparking. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be the exposed part of the polyimide was in contact with the hood during used, creating a short circuit between the active pin and the hood enough to have caused the device to stop working. The glue could have been scratched during the placement of the hood, damage during pin bending.